Manufacturer narrative:
This product is not sold in us and is 510(k) exempt. This report is associated to a similar product sold in the us with 510(k) number k892432. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during intubation, the catheter balloon was pumped, and found out that the balloon could not be inflated and fixed. Intubation could not establish an artificial airway. After extubation, the balloon was found to leak. The catheter was replaced and another one was inserted.